Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that there was a burning smell during a case where they were cauterizing. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. In customer relationship management (crm), the previous work order for the device ((B)(4)) for intellicart system, (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous work order noted no issues with the device after repair and all verifications, inspections and tests were successfully completed. On feb 14, 2018, it was reported from (B)(6) that the account was getting burning smell during a case where they were cauterizing. (B)(4) was contacted about the cart and dispatched a service technician to be at the site. On feb 14, 2018, the technician tested/inspected the unit and was not able to find any burning smell as expected and then verified that the device was functioning as intended. The cart was then returned to service without incident. The unit was tested, inspected, and repaired without any repair checklist as per crm. Service work order (B)(4) on feb 14, 2018. The service technician could not reproduce the reported events of burning smell issue from the unit. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device evaluated by external contractor.